Event description:
It was reported the programmer experienced a hardware error. The programmer is for internal use only, so there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer was looking to load software, device would intermittently display the reported error code.